Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# unknown.type recharger product ID 97745 lot# serial# (B)(6). Product type programmer, patient product ID 97755 lot# serial# (B)(6). Product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The trial was perfect but right from the day it was put in the ins therapy was junk. They had abcd programmed and b or c was not working completely. Now they only had a and 3 while the reset was not working. Pt clarified that the ins was not helping with the pain they were originally programmed with 12 channels of abc and 1234. B or c for 3 years from the get-go was not working, then they were left with 3 groups; a, b, or d. Then after 6 months it stopped working so the pt stopped charging and so on. Patient noted their pain was back and worse.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received on (B)(6) 2021 from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the patient said they were implanted yesterday and when the manufacturer representative (rep) was programming them, they had told the rep one of the zones was not working but the rep said it was fine that they weren't feeling the tingling anywhere. The patient said the rep shut the system off and said they were going to call the patient however, never said when they were going to call. The patient said they had the rep information but said they refused to call that rep back because they wanted to work with a different rep. The patient said they have an appointment with their healthcare provider (hcp) next friday and would like a rep to meet them. Patient services redirected the patient to their hcp to see if there was a different rep that could meet them at the appointment. Patient (pt) reported on (B)(6) 2021 that since date of implant (date valid) they have not got the expected therapeutic pain relief from the ins. Pt stated that the scs trial was successful, and they met w/ the manufacturer representative (rep) (after implant) for reprogramming of the ins. Pt stated this rep "programmed groups a, b, and c onto their ins, w/ 2 programs available on each group. Pt stated that group c is not "responding", but the rep "skipped all the zones" and told the pt ¿everything was okay". Pt stated the nurse interrupted the rep, and the rep "ran away" without completing the pt's programming. Pt stated a week later, they met with other rep ¿(who helped the pt during the trial) for further reprogramming of the ins. Pt stated that rep confirmed that group c wasn't responding as well. Pt reported that the electrodes were green, but the pt was not responding. Pt explained that the rep was "cranking it to full power", but the pt did not feel stimulation from the therapy. Pt stated that they are now only using groups a and b. Pt noted they were trying to make the programming similar to when the pt had the scs trial. Pt reported that the rep was lowering the number during programming, but the programming wasn't working at all to block the pt's pain. Pt reported that they are now on group b, which is "not working completely" to provide therapeutic relief. Pt explained that they still have pain in their back, but the pain is not as severe. Pt stated that they are supposed to hear from the rep (B)(6) today to help the pt with group b, and noted when they increase on "2, 3, 4" (pss did not further clarify due to nature of the call), they feel tingling in their toes on their right leg. Pt reiterated several times that group a doesn't provide therapeutic relief, and when they increase stim and lay in their bed, brush their teeth, brush their hair or slightly move their body, then they feel a tingling on their right side (upper and low ER parts of their belly). Pt stated they just want the ins to work. Pt also reported the controller (B)(6) doesn't connect successfully w/ the ins unless the controller is as close as possible to the ins, otherwise they get a screen that tells the pt the controller "isn't responding" (pss understood this to be the no device found screen). Agent reviewed role of patient services (pss), role of the rep, therapy expectations, and offered to send a message to the field for further assistance. Pt called the ins a "lemon", "useless", and if they do not get the therapy issue addressed for their next hcp appointment then the pt will ask the hcp to remove the ins. Pt stated that they previously had shots for their symptoms, before getting the scs trial and ins implanted. The issue was not resolved. The caller was redirected to work with the reps (message sent to the field). Pss did not ask for sn(s) of the external equipment due to the nature of the caller. On (B)(6) 2021 it was reported that the caller stated that they had "a complaint about a device" and that patient had an ins that was not fully functional, has problems recharging and problems syncing the controller. Rep called on (B)(6) 2021 and states he is with the pt today and he is confirming that the pt is having difficulty connecting to their ins. Pt is getting 'no device found' per confirmation of the caller. The caller states the ins seems to be sitting flush, no deeper than recommended but the doc is still currently evaluating the ins/incision area. The caller did note that the pt's average coupling appears to be 'good' rather than 'excellent'¿technical services (tss) reviewed that this could be indicative of an ins that is too deep. The caller did not have an fa controller to try, tss advised he try that since it is unlikely the new external product is the issue though it is possible. Tss provided rep with case number. Patient stated the issue cannot be resolved with the local rep and like to know how rep will resolve the issue. Patient stated only one channel is working and what will happen when that one channel stop working. Patient stated that he was getting great relief with trial and what happened. Patient stated he has an appointment on (B)(6) 2021 with his doctor and rep. Patient stated when he is recharging the implant if he moves slightly, he will get excellent quality or looking for device and he has to lay on the recharger to charge the ins. Patient stated he has an appointment on (B)(6) 2021 with his doctor and rep. Patient mentioned the belt never worked for him so he does not use the belt. Patient services (pss) reviewed ps role, and ps is not medically trained and cannot provide medical advice. Ps recommend patient consult with his hcp with his questions and concerns. Additional information received from a manufacturer representative and a patient on (B)(6) 2021. The representative reported that the cause of the recharger issue was not determined. The doctor confirmed the pocket depth was within the normal limit. The patient was re-educated on recharging technique and the issue was noted as being resolved with patient education. The patient later called in and reported that they were upset and would take legal action as they were sick and tired of the device not working and getting nowhere; they would seek legal action if they didn't get their equipment fixed. They had trouble synching with the unit and wanted replacement equipment because of this. Only one group worked for them. They didn't have an appointment for 6 months and couldn't wait that long. The patient needed to figure out what was wrong- if it was the ins or the external device and no one was helping them. Replacement devices were requested. On (B)(6) 2021, the patient reported that he has had an improvement of his health after the procedure and is doing more movements. The patient noted that to return to normal life and eliminate back pain, the patient increased the setup in group b for two weeks and everything works better. The patient has recently received more tickling in the buttocks and inner side of thigh when doing squats, bending, coughing, and laughing. The patient has an opinion that the trial is better than the permanent implant. Agent received a call from patient on (B)(6) 2025. Patient mentioned that his pain stim charger is not working well. Patient experienced tingling sensation. He stopped using it for quite a while but when he tried to use it again, he was unable to make it work. Patient was connected directly to neuro patient services. On (B)(6) 2025 patient called back to request a replacement ID card, or to have the device model and serial information sent to them via email. Patient noted they were going to 'get their back fixed' but needed an MRI and no one would help without the ID card. Patient repeated previously documented information from this case and their difficulties since the implant date with trying to get programming to work for them and having difficulties when trying to charge the ins. Patient said everything from their belly downward is no good and they can't walk - patient said they needed a knee replacement.